Event description:
The substance found in the pocket during the catheter revision was reported to be ¿white thick but non-purulent, non-odorous drainage.¿ cultures were taken. The cultures and gram stain were negative. The event outcome was noted as ¿resolved without sequela.¿

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found that the catheter body had significant twisting that may have affected infusion.

Event description:
It was reported that the patient¿s increased pain led to an intrathecal dye study on (B)(6) 2014 at which time the catheter could not be aspirated; the catheter was occluded. The device system was explanted and not replaced. The severity of the event was noted to be ¿moderate¿. The outcome was noted as ¿ongoing¿. It was later reported that the patient experienced a loss of efficacy and stated that the pump ¿flips¿. A possible pocket infection was also reported. There was reported to be no patient injury. Photos of the pump and catheter following explant show multiple twists and a kink in the catheter body. It was later reported that the device system was delivering morphine and clonidine. It was noted that when they took the patient in for the catheter replacement, there was a clear white milky fluid in the pocket and they did not feel it was safe to reimplant at this time. The gram stain was negative; they were awaiting culture results.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable infusion pump. Action was taken, noted as "other" on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). H3 ¿ the pump and catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.